Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the mildly calcified right common femoral artery using a proglide device via a 5f sheath using the pre-close technique prior to an interventional abdominal aortic aneurysm procedure. Reportedly, no suture was present when the proglide plunger was removed. Another proglide device was used with the same results. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the aaa procedure was completed. The successfully preplaced sutures of the two proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.